Event description:
My baby had a very mild case of eczema which I had been treating with regular lotion. It was getting much better but I figured getting something specific for it would be even better. I was so wrong! I used this uv lamp on my baby before he went to bed and he woke up 50x worse than he was the night before. It got so bad that his eczema actually turned into little sores that started oozing (overnight) and he got burned heavily. Now I'm doing "damage control" from a product that was supposed to help not harm. Protect yourself and your babies. The uv lamp is bought from amazon with the link www.amazon.com/dp/b06xcggj7c. A seller called (B)(6). FDA safety report ID#: (B)(4).